Event description:
It was reported to boston scientific corp. In 2008, that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during the preparation of the sphinctertome, "they could not get the cutting wire to operate as it should", and that the device had a bowing problem. The procedure was completed with another autotome rx sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
("Bowing problem"). The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.